Event description:
A 3.0mm diameter x 18mm length ave micro stent ii was replaced at the target lesion site in an excessively tortuous left anterior descending coronary artery. After placing the stent, there was a residual stenosis of 6% at the target lesion site. Later that same day, the pt returned to the cath lab with thrombosis of the left main, left anterior descending, and circumflex coronary arteries. Reopro and tpa were administered to the pt for treatment of the thrombus. Subsequently, two add'l ave micro stent ii stents, 4.0mm diameter x 15mm length and 3.0mm diameter x 12mm length, were placed in the left anterior descending artery. The stented segment was dilated to be larger than the normal reference segment. The left circumflex coronary artery had an ulcerated lesion and was treated with ptca only. During the procedure the pt received intravenous infusions of nitroglycerin, dopamine and epinephrine and was placed on an intra-aortic balloon pump. Sixteen days post-procedure, the pt went into respiratory failure and cardiogenic shock. As a result, the pt expired.